Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl had artifacts EKG after a shock. There is no indication of negative patient impact.